Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that he was unable to set the code on his one touch ultra 2 meter. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained add'l info included below. The pt provided the following info: at the time of concern, the pt was taking one glucophage tablet and 10 units of regular insulin at lunch and dinner. He claimed he was unable to test his blood glucose with the lfs product because he could not set the meter code. He continued to take his usual diabetes medication as above and became delirious and shaky on (B) (6) or (B) (6) 2010. The pt knew his blood glucose was low based on his symptoms. His sister and girlfriend helped him in taking orange juice. After taking the juice he felt better. The csr documented that the pt was walked through coding the meter and the issue was resolved. The pt's product was replaced. This complaint is reported because the pt alleges that he was unable to test with his lfs meter because he could not code the meter and afterward became shaky and delirious. He claims two other persons assisted him with taking orange juice.